Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This patient had her hip replaced some time ago in the past. Exact date unknown. She recently dislocated her hip several times and it was decided to revise her hip construct to a constrained liner to help prevent further dislocations. Surgeon explanted a 32mm x 48mm neutral pinnacle liner, and a 32mm + 0 srom hip ball. The 48mm sector cup, srom sleeve, and srom stem were left in situ. Unfortunately the lott number information could not be recorded upon explanation because the numbers were illegible. No surgical delay. Doi: unknown, dor: (B)(6) 2021, unknown affected side.